Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a revision surgery of the hardware implanted for a tibia fracture case the surgeon was unable to loosen the two locking screws with the screwdriver as it was reported to be worn out. The surgeon attempted to use an extraction screw and the head broke off into the patient, the broken part was retrieved from the patient. The surgeon then used the carbide drill and was able to extract the plate and complete the surgery. It was reported that the surgery was extended 120 minutes. The 2 locking screws were left in the bone. It is also not known if the revision involved synthes product. This report is for 2 unknown screws. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Devices were not implanted on (B)(6) 2014. The implant date of the devices is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for 2 unknown screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.